Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the adhesive had separated from their abdomen, resulting in the cannula dislodging. The pod had been worn for an unknown duration. The patient went to the emergency room after having high blood glucose (bg) levels for 2 days on or about (B)(6) 2026. The patient did not receive a diagnosis at the time of the event. The patient was treated with an insulin drip and a saline drip. The patient stated that their bg levels then decreased to a low of 43 mg/dl. The insulin drip was removed, and the patient was given juice which brought their bg level to over 400 mg/dl. The patient left the hospital against medical advice and went home to self-treat. The patient stated they no longer have the pod available for evaluation.